Event description:
Base and toothbrush burned - oral-b [device catching fire]. When I checked the brush, it had exploded - oral-b [device battery explosion]. A burned smell - oral-b [device issue]. Case narrative: consumer via e-mail reported that they noticed a burned smell and discovered that the oral-b toothbrush, type 3766 had exploded. No injury was reported. 22-feb-2024 via follow-up: female consumer reported via phone that the oral-b toothbrush and toothbrush charger base burned. They used the oral-b toothbrush 3-4 times a day. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.